Manufacturer narrative:
Onsite investigation was preformed and it was found that the reported event was caused by the stand-alone board not providing power to the paxscan processor. Replacement of the stand-alone board resolved the issue. No further issues were reported. The replaced board was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system would not fully boot. The x-ray generator status bar would go to the end but never completed. They rebooted the system three times with no change. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Standalone board powered up and 15v was present at tp 7 for relay voltage. The tp 24 had 115 vac present. Pcb passed bench test. Relay, varistor and fuses passed bench test. Heat sink compound found on board was brown in color. White was expected. Installed stand alone board in imaging system and the system successfully readied. The 2d and 3d imaging were successful while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was under general anesthesia and positioned when the reported event occurred. However, an incision had not yet been made.